Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01mcp, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via the manufacturer representative (rep) reported that the patient was being scheduled for lead revision and possible implantable neurostimulator (ins) replacement on (B)(6) 2015. The cause of the reported revision and change out was not known at the time of this report. There was no patient symptoms reported. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va01mcp, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative later reported that the physician decided to replace the entire system on (B)(6) 2015 due to ineffective stimulation. An impedance check was run as part of troubleshooting, but it is unknown if any other actions were taken prior to device explant. The issue was resolved.